Manufacturer narrative:
The cartridge instructions for use state: replace the cartridge every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced ongoing high blood glucose (bg) levels (287-566 mg/dl) and the cause was not known. The pump supplies were changed. A bolus via the pump and insulin injections were administered to address the bg. A pump system check was performed and no device issues were identified. Reportedly, the customer uses novolog in the cartridge for 5 days. Tandem technical support informed the customer that novolog was labeled for 72 hour use with a cartridge. The customer acknowledged the information.